Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6), 2014 due to skin overgrowth. During the same surgery, a longer abutment manufactured by another company was placed. The implanted device remains.